Manufacturer narrative:
A partial lead with the connector pin measuring 17.1cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during device upgrade externalized conductors were observed on the right ventricular lead. Ventricular oversensing was also observed. The lead was capped. Patient was discharged without incident.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.